Event description:
In 2007, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that his one touch ultra2 meter was reading inaccurately high. The senior medical affairs specialist listened to the recorded call on may 2, 2007 to obtain clarification. The smas contacted the patient on may 2, 2007 to obtain additional information. The legally blind patient obtained a result of 317 mg/dl on the event date, around 7 pm and administered 32 units of levemir based on the result. He developed "low blood glucose symptoms" such as feeling sweaty, hot, "all the normal symptoms-feeling weird". He retested while feeling low and obtained a result "just as high". The patient explained that he should have been obtaining results in the 40 mg/dl range based on his symptoms; however, the meter was prompting results in the 200 mg/dl range. The patient retested and obtained a 251 mg/dl. He claimed that his diet was normal throughout the day and had been administering novolin r (unable to recall actual units) based on his sliding scale regimen. Following the phone call the patient started eating sugar for the hypoglycemia. He retested on the reported meter, using test strips within expiration date, and obtained a result of 40 mg/dl. He administered additional self-treatment and did not require further medical intervention. The patient confirmed that he felt better with self-treatment. Patient's usual insulin regimen includes novolin r based on a sliding scale regimen at meals and levemir at bedtime. Usual blood glucose results range between 130 mg/dl and 250 mg/dl. Low blood glucose symptoms usual develop with blood glucose below 70 mg/dl. The patient started administering levemir in middle of 2007, in hopes of discontinuing novolin r once his fasting morning blood glucose stabilized at 120 mg/dl. Due to his "insulin resistance" and constant battle with fluctuating blood glucose levels, the patient is now prescribed 59 units of levemir at bedtime in addition to the novolin r insulin. The patient is still increasing the levemir insulin anywhere between 1 to 3 units to stabilize his morning blood glucose levels. The customer care advocate (cca) discovered that the patient was using expired test strips. The cca verified that the unit of measurement was set correctly.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter of strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.